Manufacturer narrative:
The system was examined. The system was tested and was found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on the manufacturer's assessment, the product met specifications at the time of release. The root cause could not be determined as the system met specifications. Cassette. As the customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed. The customer did not retain a sample therefore a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established; a sample was not returned for this event. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer indicated that a surgeon reported that a patient experienced a wound burn during a cataract procedure and that the surgeon indicated the cause was related to "bubbles in the line". No product samples were retained. Additional information was requested; however, none has been received to date.